Manufacturer narrative:
Follow-up ((B)(4)) - device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter and test strip has passed testing for the primary issue. The reported issue could not be reproduced. Unrelated to the reported issue, the test strip vial label was torn making critical information unreadable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Mfg date: meter - 4/8/2013, test strips - 4/8/2013. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that in (B)(6) 2013 she was taken to the emergency room because she was feeling dizzy and was unable to get her blood glucose to go up. At the time of the ER visit, the patient stated that she obtained blood glucose readings of "88 mg/dl" with the subject meter and "56 mg/dl" on a laboratory device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's accuracy criteria. The patient stated she was treated with IV glucose and ate during the ER visit and was allowed to go home 5 or 6 hours later. Prior to having being taken to the ER, the patient confirmed that her blood glucose had registered in the "70's mg/dl" with the subject meter, which was lower than normal. The patient stated that when she tests below "100 mg/dl" she knows her blood glucose is dropping. The patient explained that she participated in a martial arts class despite not being able to bring her blood glucose up after having obtained readings in the "70's mg/dl range". At the time of the follow-up call, the patient informed the mss that she is on insulin pump therapy and only takes a correction for a high blood glucose if her blood sugar registers above 250 mg/dl. On an unspecified date, the patient stated she obtained a blood glucose reading over 300 mg/dl with the subject meter and took a correction bolus. Soon after taking the correction bolus, the patient claimed that her dog (who is trained to sense a low blood glucose excursion) alerted her that her blood sugar was low. The patient informed the mss that she suffers from hypoglycemic unawareness and depends on her dog to inform her when her blood glucose is dropping. The patient stated she tested her blood glucose when her dog alerted her and confirmed it was low (patient did not recall result obtained). The patient treated herself in response to the low blood glucose. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed a low blood glucose excursion after the alleged meter issue began. In addition, this complaint is also being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.